Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values in the 24 hour period of (B)(6) 2013. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.